Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4)

Event description:
Customer reports incident in which the images open in pacs iw viewer properly, however, when the image is opened in multiplanar reconstruction (mpr), the image rotates 180 degrees, but the overlay does not result in an incorrect annotation. The mpr overlay does not take the rotation into consideration. There was no reported patient injury associated with this event.